Event description:
It was reported that the communicator was having pops breakers at the outlet. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator issue persisted. The company representative advised replacing the communicator. The communicator was no longer in service. No adverse patient effects were reported.